Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Remote service center (rsc) guided the customer to clean the server 2 probes, drains, and aliquot probe. Customer also aligned and checked server 2 probes. The cse confirmed a server 2 imprecision and an erratic server 2 mix/omix run. The server 2 mixer was replaced, aligned, and the bottom of cuvette (bocc) was adjusted. Server 3 mixer was also aligned and a mix/omix run resulted in acceptable results. System was fully functional upon departure. Siemens found the potential cause to be attributed to the server 2 mixer. Inadequate mixing can result in imprecision. Replacement of the mixer is normal wear and tear on the instrument and does not represent a product non-conformance. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Three discordant carbon dioxide patient results were obtained on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The same samples were repeated on the same instrument before servicing and again after servicing. The same samples were repeated again at another site on an alternate dimension vista 1500 instrument. The repeated results from the alternate dimension vista 1500 instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false carbon dioxide patient results.